Event description:
The patient was implanted on (B)(6) 2026. During the first in clinic therapy session on (B)(6) 2026, the patient's ipg indicated that the "device was in eri (early replacement indicator)". Log files and manufacturing records were reviewed for the ipg s/n (B)(6). The device is functioning as expected and able to provide therapy. The device was reset and reprogrammed on (B)(6) 2026. The eri notification message did not trigger after the reset. While there is no injury to the patient or medical/surgical intervention reported at this time, if the malfunction were to recur the patient could have their device erroneously replaced early.